Event description:
Pt was in clinic receiving photopheresis therapy when staff noted clotting of the pt's blood in several areas in the machine. The staff noted the saline and heparinized saline lines were pre-attached in the incorrect spot on the fluid logic module. The pt had a blood loss of about 400-500 ml.